Event description:
It was reported that balloon rupture and balloon detachment occurred. A 6.0 mmx40 mmx135 cm (4f) sterling balloon catheter was advanced for dilation. However, during procedure, the balloon material burst in half and left inside the patient. The physician decided not to retrieve it since the balloon fragment was outside the vessel and was subcutaneous. There were no patient complications reported and the patient condition post procedure was stable.